Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx stent. There were no difficulties noted removing the device from the hoop. There were no difficulties encountered during removal of the sheath / stylette. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device prior to use. The stent was not handled directly during preparation of the device. The target lesion was in the proximal rca and had high calcification and severe tortuosity. No resistance was noted when loading the device onto the guide wire, loading the device through the haemostatic valve, loading the device into the guide catheter / sheath or advancing the device to the target lesion. It was reported that the stent dislodged from the delivery system during advancement through the guide catheter. The dislodged stent was removed gently with the guide catheter. No patient injury reported. Please note that this device resoulte onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.